Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced low blood glucose level of 39 mg/dl at 5am on (B)(6) 2017. The caller stated that the patient had changed his set and gone to bed his blood glucose was normal at 1:20 am, he had a seizure, they gave him glucagon and called the ambulance at 5am on (B)(6) 2017 and was admitted to hospital. Reportedly, since the customer got a new pump in (B)(6) , he had extreme low blood glucose levels. The blood glucose was 189 mg/dl, 1 an half hours later it was 39 mg/dl. Reportedly, after being treated with glucose tablets, the customer's blood glucose value was 216 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. The customer reported that they over treated the blood glucose with insulin which caused the low blood glucose. The product will not be returned for analysis.